Manufacturer narrative:
The recipient reportedly received an injection which showed improvement. The recipient will be injected once again.

Manufacturer narrative:
The recipient reportedly received a botox injection in the muscle on (B)(6) 2019 and (B)(6) 2019.

Event description:
The recipient is reportedly experiencing facial nerve stimulation. Programming adjustments were made, however, the issue did not resolve.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly resumed device use. This is the final report.